Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, removal difficulties were encountered. An rx stent / 10 x 7cm had been selected to treat an unspecified lesion. The device was prepped and loaded onto an unspecified guide wire. The physician then attempted to advance the device through an unspecified scope and the pull wire appeared to protrude outside the guide wire exit zone. The physician decided to proceed using this device. As the stent exited the scope, it was noticed that there was no inner catheter. The physician "struggled" to remove the deployment system, having to cut the metal wire, leaving the stent inside the scope. The damaged delivery system was removed and exchanged for another delivery system without its packaged stent. The delivery system was able to be used to capture the stent left in the scope, advance the device to the target lesion and deploy the stent successfully. The patient's current condition is listed as "fine".